Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 20 mg/dl with confusion and cognitive impairment associated with a display issue. It was reported that the patient had slept all day without eating resulting in a low bg. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with IV glucose. During troubleshooting with customer technical support, the patient went through resetting the contrast setting default and the display issue had resolved. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.